Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was stopped functioning. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was provided. Customer reported that they found water under the screen. Customer informed that he did not went for swimming with the insulin pump but he noticed there was condensation under the screen. Customer stated they saw fluid under the lcd. The insulin pump will not be returned for analysis.